Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. The instrument was returned with a broken input disk and failed engagement during in-house testing. The instrument also failed mechanical engagement when placed in the system, showing error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were also found on the grip input shafts. This failure likely caused the engagement failures observed. The maryland bipolar forceps instrument was then found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with an exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The common cause of this failure is attributed to mishandling and misuse. No grip misalignment was observed. The root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy, the maryland bipolar forceps instrument did not coagulate and did not close completely. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. It was unknown if the instrument collided with an energy instrument during the procedure. There was no arcing observed during the procedure.